Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture in all programmed vectors. The lead had been turned off for years. A routine device changeout procedure took place and the lead was tested via a pacing system analyzer (psa) and still exhibited loss of capture. This lead was successfully capped. No additional adverse patient effects were reported.